Event description:
Boston scientific received information that this right ventricular (rv) lead was attempted and ultimately not used. During the initial implant of this lead, multiple attempts were made to find an adequate location. The lead exhibited high thresholds, and poor r waves. The physician elected not to continue with an active fixation lead as during the attempts to find proper placement, this lead was believed to be the cause of a pericardial effusion. This was found during the attempted implant of the passive lead rv lead that is currently implanted. A pericardiocentesis was immediately performed. The patient was seen 3 days post implant and is exciting high thresholds and low r waves with the new rv lead, but is recovering as expected.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.